Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device in question and a system error 322 was not observed. Further eval found particles present on the springs of the upper and lower hook switches. If these particles come in between the spring and the contacts, an open door state will be created and the pump will alarm for a system error 322. Review of the device history log shows that the device alarmed for system error 322 multiple times. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322 during an infusion. The device was programmed to deliver 30 units of oxytocin/lr induct in 500ml at a rate of 2ml/hr. The customer stated that the pump was tested with no occurrence of a system error 322. It was also reported that there was no pt injury.